Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while wearing a pod for longer than 48 hours the pods pink slide slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reported being unsure if the cannula was properly seated in the infusion site. The patients reported blood glucose level was 343 mg/dl.